Manufacturer narrative:
Product analysis summary: a sheath and stylette were partially loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review summary: angiographic images provided confirmed moderately calcified lesion exhibiting 85% stenosis located in the ostium of the lad / left circumflex artery (lcx). There is evidence of previous bypass surgery. The vessels were wired, and a balloon was delivered to the left main and pre-dilation was performed. A stent has been previously deployed in the lcx. A stent was delivered and deployed inside the body of the previously deployed stent. A balloon was delivered and expanded in the lad. A stent was delivered to the lad. A stent was then delivered to the lad/proximal lcx. Both stents were deployed in the vessels. Procedural image confirmed flow restored through the lad. A stent was delivered and deployed in the lad/proximal lcx. Multiple post dilations were performed. There were no images provided showing the delivery and withdrawal of an undeployed stent in the vessel or the reported stent deformation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 85% stenosis located in the ostium of the left main (lm) coronary artery / left circumflex artery (lcx). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was stated that the stent was being used to treat a patient showing a bifurcation lesion in the lcx, instent restenosis and osteal. It was reported that the stent failed to cross the lesion. It was later stated that after getting the stent out from patient, it was found to be distracted. It was later reported that the stent had deformed. The procedure was completed using another resolute onyx of the same size which passed smoothly and was successfully implanted. The patient was reported to be alive with no injuries.